Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had adaptive stimulation and it had gone haywire because she would set it and stay in a position for 3 minutes to make sure it sets and then when she went back to same position it was either off or it kicked up to like 7 or 8. When she sat down stimulation went off or went on/off but if she leaned to one side the stimulation would come back on and when she was walking stimulation seemed intermittent. The patient stated she would set it on 3, which was usually like 2.5 or 3 and then it would kick up to like 7 or 8; it was not right. Patient mentioned that she also had a lot of right hip pain and it started to get really intense and the pain was going through when the stimulator was working but that was a totally different thing and she has talked to her health care professional (hcp) about that. The patient programmer showed stim on. When product service specialist (pss) walked the patient through looking at setting, the charge your stimulator soon icon came up on the screen. The patient stated it was showing that her battery was dead and she charged it completely to full in the morning but still felt a little stimulation on her leg. The patient stated yesterday (B)(6) 2017 it was about 3/4th full and it was already almost dead. Pss reviewed meaning of screen and advised patient to charge implant soon. The patient had the ability to change the amplitude, groups and programs. The patient also stated her body positions appeared to be correct but the amplitude did not seem correct. The patient was on 7v and said that stimulation wasn't strong enough/that she barely felt it at all. Pss increased stimulation and upper limit screen was encountered at 8v. Pss reviewed meaning of upper limit screen and redirected patient to hcp. Pss assisted the patient in disabling adaptive stimulation until patient saw the hcp. In addition the patient stated she was going up the stairs and she miss-stepped on the step and fell on her knee and that she had done this a couple of weeks ago when her hip started hurting. Additional information was received from the patient it was reported that the patient met with the manufacturing representative (rep) and they straightened everything out. No further patient symptoms or complications were reported.